Event description:
Caller states that she tested at 65mg/dl and drank juice. She states that she tested 312mg/dl a half hour later and took 6 units of insulin. She rpeorts that 4 minutes later she tested at 50mg/dl and ate. No quality controls were used. Requested return of suspect device and replacement was sent.